Manufacturer narrative:
This device is used for treatment, not diagnosis. In review of this event, there was a correction filed to void this medwatch, this medwatch was filed in error. The device that was filed was not involved in the event.

Event description:
This medwatch was filed in error. The following mfrs are appropriately filed for this event. This is one of six products involved with the reported event and the associated manufacturer report numbers are 1038671-2016-00815, 1038671-2016-00816, 1038671-2016-00817, 1038671-2016-00818, 1038671-2016-00819 and 1038671-2017-00825.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery (B)(6) 2016. Revision due to glenoid loosening. The case report form indicates the event is definitely not related to devices and definitely not related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record. This medical device report should be voided as it was incorrectly logged and is not part of the complaint.

Event description:
Index surgery: (B)(6) 2016. Revision due to aseptic glenoid loosening. The case report form indicates this event is definitely not related to devices or procedure. This event report was received through clinical data collection activities.